Event description:
A surgeon reported bubbles from the vitrector port when reflux was engaged in order to deliver the aspirated trichloroacetic acid (tca) that is used by the surgeon for vitreous identification during three vitrectomies with ilm peel. There was no patient harm in all three cases. All the patients involved were doing well with no issues on first day follow-up. One sample was returned for investigation and it was not reported from which of the three cases the sample came.

Manufacturer narrative:
A sample has been received, but the evaluation has not been completed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).